Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, inspected the o-ring and pneumatic tap area of the pump, cleaned it, and ensured the cartridge was securely attached. The customer successfully completed the loading process and resumed insulin delivery.